Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 4.2f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 4.2f are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a chronic catheter placement using broviac 4.2f single-lumen catheter. During the procedure, catheter was found to have a crack at the coupling, located 1.5 cm beyond the thicker portion of the catheter. It was further reported that a leak was also observed. The catheter was removed and replaced with a new one. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 4.2f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 4.2f are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one broviac s/l catheter was returned for sample evaluation. Visual, microscopic visual, tactile and functional evaluations were performed. A partial compound break was noted on the strengthening sheath approximately 1.4cm from the distal end of the clamping sleeve. The edges of the partial compound break on the strengthening sheath were noted to be jagged. The surface was noted to be granular in both regions. Splits were observed on the border of both regions. Hydrostatic pressure was applied by clamping the distal end of the catheter. Upon infusion, a balloon was noted on the partial compound break on the strengthening sheath and appeared to stretch throughout. A longitudinal split was made throughout the clamping sleeve until the ballooning was observed for further investigation. An infusion test was performed, and two leaks from what appeared to be from a pinhole in-parallel was noted in the center portion of the inner lumen within the clamping sleeve. Therefore, the investigation is confirmed for reported fluid leak and identified catheter burst issue, material puncture and hole, stretched and material protrusion / extrusion. However, the investigation is unconfirmed for the reported fracture issues as more appropriate burst code has been identified. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) , 2025, a patient underwent for a chronic catheter placement using broviac 4.2f single-lumen catheter. During the procedure, catheter was found to have a crack at the coupling, located 1.5 cm beyond the thicker portion of the catheter. It was further reported that a leak was also observed. The catheter was removed and replaced with a new one. There was no reported patient injury.